Event description:
It was reported that a spectrum pump displayed the close door alarm, when the door was closed. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter and evaluated the device. It was found out of specification with respect to the door not fully latched messages. During the evaluation, the device displayed door not fully latched messages and were found to be caused by a loose link screw (upper). The link screws were replaced.